Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a cardiac rhythm management (crm) lead implantation for a rotated heart, an unknown bmw guide wire met resistance with the crm lead and became stuck at the distal end. Both the guide wire and the crm lead were removed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. It should be noted that the instructions for use (IFU), states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during lead implantation (against the IFU) interaction with the cardiac rhythm management lead resulted in the reported difficulty to position. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the account reported there is a possibility that the guide wire in this procedure was a non abbott guide wire. Additionally, contrary to the previously reported information, only the cardiac rhythm management lead was removed and the guide wire was successfully used to implant an additional unspecified lead. There was no reported resistance removing the guide wire. There were no reported adverse patient effects. No additional information was provided.